Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Event description:
Caller reports lancet protrudes beyond the end cap of the softclix plus device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device; however, customer has thrown package away. Replacement was sent.